Event description:
It was reported that the right ventricular (rv) lead exhibited abnormal impedances. The rv lead was capped and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously reported b5 should have included "on (B)(6) 2022".additional information: b5, h6.

Event description:
New information indicates that the right ventricular lead (rv) exhibited insulation damage. The rv lead was capped and replaced on (B)(6) 2022.